Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an internal memory error and failed pre-use check. The service engineer found that there was buildup in the inspiratory side. After the inspiratory tube assembly and membrane was cleaned, the ventilator passed pre-use check and functioned normally. He found the reported technical error in the device logs, with an indication that the configuration was lost. He replaced the control printed circuit board (pcb) as a precaution and re-installed software. The ventilator was released for clinical use after passed functional tests according to factory specifications. The evaluation of received device logs shows that the error codes for error in the internal memory and memory backup battery depleted occurred once after ventilator start-up on (B)(6) 2020, which will be used as date of event. Pre-use check failed on several tests four days later. A depleted or otherwise bad lithium backup battery will lead to the reported 'battery depleted' technical error code, but may also lead to the 'internal memory detected' error after a restart. The 'internal memory detected' technical error may also indicate a hardware problem in which case the control pcb needs to be replaced. The most probable cause for the found technical error codes is a bad or depleted backup battery, but may also include a hardware error with the control pcb. As the replaced control pcb has not been received for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator generated an internal memory error and failed pre-use check. There was no patient harm. Manufacturer ref.#: (B)(4).